Event description:
During preventative maintenance of the device, the user reported that the suction screen was damaged and had a hole in it. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.